Event description:
Had an open capsulotomy of a mentor advantage breast implant, initially caused by hematoma and/or infection. Was advised the MFR said the saline implant would not have problems with bacteria "sticking to the implant." Within two days of surgery, fever spiked, sepsis symptoms, strep cellulitis and staph infection -mrsa-, have a pic line in and on IV vancomycin, rifampin, amoxicillin; tried a drain twice; condition reverted to cellulitis and staph pus as soon as drain removed because the implant allowed pockets of infection and ''stuck to the implant', fever chills, severe headache, muscle, bone aches, pain, nausea vomiting. ID doc and surgeon attempted to save implant but pt has become very ill from the infections. Was advised that sales person, or article by mentor said these implants were "glycocalyx" resistant, meaning the bacteria would not "stick" to the implant or allow a biofilm. Apparently, this is not true and tomorrow the surgeon must remove the implant because it is infected with staph aureous mrsa. Pt is very ill now; but before this incident, pt was running 35-40 miles a week and in fact entered in an endurance trial run of 34 miles for 10/04 at between 6,000 and 8,000 feet elevation. Other than recent high blood pressure, have no significant medical conditions which would have caused the infection.